Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the power button was intermittent due to wear on the left side of the button.

Event description:
The customer contacted physio-control to request service for their device for a non-critical issue (nibp). There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the power button, located on the main keypad assembly, would only response intermittently when pressed.